Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient exhibited st elevation after the balloon catheter was advanced through the sheath. It was noted that the physician believed the st elevation was a result of air in the sheath. The case was completed with cryo. No further patient complications have been reported as a result of this event.